Manufacturer narrative:
The reported event of failure to capture, failure to sense and loose or intermittent connection of set screw was unconfirmed. The results of all electrical test performed, including mechanical stress testing, capture, sensing test and battery assessment indicate normal device characteristics. However, there's a difficulty in loosening or tightening setscrew due to stripped hex inset of the atrial setscrew. The stripped setscrew is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure on (B)(6) 2021. During the procedure after connecting the atrial pacing lead, it was found that the pacemaker could not sense or capture the atrial signal but could sense and capture the ventricular signal. The physician suspected that it was an issue with the set-screw that was connecting the pacemaker and the atrial lead. The pacemaker was explanted and replaced in the same procedure resolving the issue. The patient was in stable condition before, during and after procedure.